Event description:
The customer reported that the unit displayed an energy selector knob/therapy knob at power up and the energy selector knob/therapy knob would not respond when used to select energy. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.